Event description:
It was reported that after the atrial fibrillation (afib) procedure, the patient suffered a pericardial effusion. After the ablation procedure, while the patient was in the recovery area, the patient became hemodynamically unstable. A transthoracic echocardiogram was performed and a pericardial effusion was identified. The patient was taken to the cardiac cath lab where a pericardiocentesis was performed. The patient stabilized and was held for observation according to hospital protocols. Upon request, additional information was provided on the event. The procedure lasted >4 hours. Post procedure, while the patient was in recovery, the patient became hemodynamically unstable. The physician performed an echo and noted an effusion. The patient then had a pericardiocentesis. The patient was then transferred to the ICU. The patient was discharged home. It was not known if the physician experienced any difficulty in manipulating the catheter. The rf generator was set to power control mode at 20 ¿ 35 watts. The flow setting was set to 8 ¿ 15. The sheath used was the sl. The patient received heparin in the procedure.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. Concomitant product: 1.lasso navigational 2515 eco catheter: mfg #: unknown, lot #: unknown. 2.soundstar catheter: mfg #:unknown, lot #:unknown. 3.webster coronary sinus catheter: mfg #:unknown, lot #: unknown. 4.carto 3 system: mfg #:m-4800-01, serial #: (B)(4). 5.stockert 70 system: mfg #: m-5463-01, serial #:(B)(4). 6.coolflow pump: mfg #: m-5491-02, serial #: (B)(4).